Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was unknown at the time of the incident and current blood glucose was 250 mg/dl. The customer¿s blood glucose level was 265 mg/dl, 450 mg/dl and 500 mg/dl. The customer was treated with syringe and pump. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will be returned for analysis.